Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that the alleged incident was due to user error.

Event description:
Alleges wheelchair tipped over on a sidewalk.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges wheelchair tipped over on a sidewalk.